Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed the same day. According to the complainant, during the procedure, the prolieve console appeared to exhibit rectal temperature fluctuations. The physician successfully completed the procedure with this prolieve thermodilatation system. No patient complications reported as a result of this event.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.